Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was protruding and became more superficial on the skin after patient lost weight. As a result, surgical intervention was undertaken on (B)(6) 2019 to relocate the ipg pocket, which resolved the issue.